Manufacturer narrative:
Approximate age of device is 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a root cause for the reported event could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Patient ra remains ongoing on heartmate ii lvas, serial number (B)(4), and no additional complaints have been reported to thoratec at this time.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gi bleeding related to an arteriovenous malformation (avm) that was diagnosed and treated (cauterized) during a colonoscopy. It was also reported that two weeks later, the patient experienced re-bleeding as the site was proximal to internal hemorrhoids in the rectal area. No additional information was provided.